Event description:
The customer contact reported that during testing at the user facility, it was noted that the device had corrosion in the battery compartment. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device battery had corrosion in the battery compartment, the case, the battery door, and on the middle printed circuit board. The probable cause of the corrosion was due to battery leakage. As indicated in section h7, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.